Event description:
After an examination, the patient tried to get off the table unassisted. He accidentally stepped on the table top control footswitch once, became unstable and stepped on the footswitch a second time - thereby releasing the tabletop to float. The tabletop brake released and the tabletop moved away from the patient's weight in the transverse direction. The patient was holding the edge of the tabletop with his hand. When the tabletop moved in the transverse direction, the patient's finger was pinched between the tabletop and the detector housing. The patient's finger was broken.

Manufacturer narrative:
The purpose of the double activation of the footswitch needed to release the tabletop is to prevent accidental release of the tabletop. User documentation warns that patient's hands should never grip the sides of the tabletop but that hand grips should be used instead. The patient was not adequately supervised or assisted as he left the table. Hardware guide document no. Page 2-17 contains the following caution statements: "during patient support procedures, ensure that the patient's head, hands and feet are completely within the patient support area. If any portion of the patient's body extends over the edge of the patient support area, serious injury may result." "Do not allow the patient's fingers to be extended over the edges of the patient support area during longitudinal, transverse or vertical movement." "Always use hand grips to avoid injury to fingers and hands. The patient's hands must be kept away from patient support edges at all times." In addition, page 2-18 of the same document contains a drawing of the patient hand grips and describes and depicts how the hand grips can slide onto the patient support's side rails and lock into place in any position with thumbscrews.